Event description:
It was reported that the customer had passed away on (B)(6) 2020 at hospital. The customer was hospitalized on an (B)(6) 2020 due to unresponsive reason. The cause of death was covid, heart attack and pneumonia. The customer blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensor. It was unknown whether the auto mode was active or not at the time of death. The insulin pump was returned for the analysis. The case was reported on the basis of failure analysis.

Manufacturer narrative:
(B)(4). The insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. History download was successful using thus and carelink upload was successful. Insulin pump had minor scratched display window, scratched case, faded serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2020 the insulin pump was returned due to patient passing away, but not alleging device. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case, faded serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from (B)(4) 2019 to (B)(4) 2019. In summary, insulin pump passed all required testing. Device was not returned for an allegation.